Manufacturer narrative:
Pump passed displacement test and self test. No audio/vibrate anomaly noted during testing. Analysis identified product meets specification: yes.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not vibrating. The customer¿s blood glucose level was unknown at the time of the incident. Customer was assisted in performing a self test and pump did not vibrate during the vibrate test. The product will return for the analysis.